Manufacturer narrative:
(B)(4).

Event description:
It was reported that the readings froze. The wearable was inserted into the arm. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.

Event description:
It was reported that the readings froze. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product registration- corrected information b5: describe event/problem- corrected information d4: model no- corrected information: please disregard info previously submitted d4: catalog no- corrected information d4: serial no- corrected information d4: lot no- corrected information d4: expiration date- corrected information: please disregard info previously submitted h2: type of follow up- corrected information h4: device mfg date- corrected information: please disregard info previously submitted h5 labeled for single use- corrected information h6: corrected information: please disregard use of code 3331 as previously submitted